Event description:
It was reported that during set up of a da vinci si surgical procedure, the cables at the distal end of the fenestrated bipolar forceps instrument were noted to be frayed. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the customer reported failure mode, as the pitch cable was not frayed, but was slightly unraveled. The cable unraveled due to a lack of tension. The cable crimp was dislodged, causing a lack of tension in the pitch cable. Failure analysis investigation also found that the distal end of the main tube has various scratch marks with light material removal. The scratches were .091 - .128 in length and not aligned with the tube axis. It has been concluded that the damage to the instrument's main tube was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings,, o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. This complaint is being reported due to the following conclusion: during failure analysis investigation, the main tube of the fenestrated bipolar forceps instrument was found to have scratches with light material removal. The failure mode could like cause or contribute to an adverse event if the failure mode were to recur.